Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
The iab leaked on insertion. No other info was available from the contact at this time.